Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with critical pump error. The blood glucose was 154 mg/dl at the time of the incident. Troubleshooting steps were guided for critical pump error. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received stuck in critical pump error (open book image) and unable to download, problem isolated to printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.